Manufacturer narrative:
The device positioning unit (dpu) on one of the deltaplush coils in this event (cpl10020330/g10915) passed electrical testing. The detachment fiber received heat and melted as designed. The coil was not returned with the dpu. Therefore, the root cause of the coils non­ detachment cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. In addition review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective action will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. This is report 2 of 2 related to (B)(4).

Event description:
The deltaplush coil could not be detached. The user tried detaching five times; but failed. The user tried detaching by torquing the device positioning unit (dpu), pushing and pulling with electricity applied, and replacing a connecting cable and detachment control box dcb (old type). After all this the device still did not work and was retrieved. Same problem had occurred prior to this. Another deltaplush coil could not be detached until it was tried five times.